Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultramini meter had read inaccurately low. The medical surveillance specialist (mss) spoke to the reporter at about 10 days later, and was able to obtain/verify info. The pt tests his blood glucose 7-10 times a day. He manages his diabetes with lantus insulin and sliding-scale humalog insulin based on his meter readings. The reporter indicated that the alleged meter issue started in 2008. She claimed that her son was reading the reported meter upside-down and was misinterpreting his results. The pt mentioned that he saw a result of "14" on the meter's display which was actually "hi" when the device was read correctly. In another instance, the pt thought he obtained a result of "122 mg/dl." However, when read correctly, the meter was actually displaying "551 mg/dl." Due to obtaining what the pt thought were relatively low to normal meter readings, he skipped some of his sliding-scale humalog insulin dosages. On an unspecified date/time after skipping some of his insulin dosages, the reporter claimed that the pt developed dizziness, lethargy, dehydration, and vomiting. As a result of the symptoms, the pt was taken to a hospital where he was admitted for 3 days. The reporter claimed that the pt was hospitalized for 3 days and diagnosed with ketoacidosis. The pt received IV fluids and insulin treatment during the hospitalization. The reporter did not know how long the pt was reading his meter upside-down. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of hyperglycemia and was hospitalized for ketoacidosis after the alleged meter issue began. The reporter claimed that the pt had viewed his meter results upside-down and interpreted the readings as being low or normal.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.